Manufacturer narrative:
9/22/1998- supplemental report sent to FDA. Additional data entered in d-9. Device evaluation indicated in h-3 and codes entered in h-6.

Event description:
The device was used during a colon resection procedure. Reportedly, the staples were missing. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.